Event description:
On (B)(4) 2012, customer reported that the sample probe collar wash was leaking on the dxc 600 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the modular chemistry (mc) sample probe was clogged. Fse replaced the sample probe and this resolved the issue. System functionality was verified by established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).